Manufacturer narrative:
Eval: method: visual analysis was performed. Results: compression damage and broken wires were observed at the extension's strain relief. Broken wires were also noted 8cm from the terminal end. No functional testing was performed due to broken wires. Conclusion: device was out of spec in a manner that relates to event. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 4 of 5. Reference MFR reports: 1627487-2010-2433, 1627487-2011-2106, 1627487-2011-2107 and 1627487-2011-2109.